Event description:
It was reported that a non-abbott proximal protection device (mo.ma) was attempted to be used in the 85% stenosed, heavily tortuous left internal carotid artery (lica), but the mo.ma did not work. The emboshield nav6 was inserted and successfully placed in the lica and the xact stent was implanted in the left common carotid artery without issue. There was good flow through the stent and through the filter. After the emboshield nav6 was successfully removed with the retrieval catheter, a dissection was noted and there was no flow. The retrieval catheter was thought to have caused the dissection. A guidewire was unable to cross the dissection and the patient became unresponsive. Blood pressure and heart rate were fine. The patient was intubated and transported via helicopter to another facility. The lesion was crossed with a guidewire and a non-abbott stent was implanted to seal the dissection. Although an initial neurologic angiogram looked okay, the patient was diagnosed with a stroke. The patient remains on the ventilator without sedation. Reportedly, there is no treatment to improve the patient's condition and the family had discussions with the physician to possibly withdraw care. Though requested, the site declined to provide additional information.

Manufacturer narrative:
(B)(4). Concomitant products: dilatation catheter: medtronic; stent: xact 8x30, ref # (B)(4), lot 2022061; embolic protection device: mo.ma. There was no reported product deficiency. The reported patient effects of dissection, cerebrovascular accident, and neurological deficit dysfunction are known observed and potential adverse events as listed in the emboshield nav6 embolic protection system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.